Manufacturer narrative:
The insulin pump powered up properly after battery installation and no blank display noted. The insulin pump was received with normal operating currents and no unexpected off no power, low battery or failed battery test alarms noted. No motor error alarm during testing. The insulin pump passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The motor was tested outside of the insulin pump and passed. The insulin pump had minor scratches on lcd window and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed motor error during prime. Customer's blood glucose reading was between 400-500 mg/dl. Customer expressed the following symptoms of high blood glucose: non-functional, in bed most of the day, brain is foggy. No significant events leading to the alarm were observed. It was reported that customer was unable to rewind the insulin pump. Advised discontinuation of the insulin pump. Nothing further reported.